Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components included: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Interrogation of the pump determined it was used to infuse morphine (1.001 mg/day, 10.0 mg/ml). The pump and catheter was returned for analysis. Analysis identified catheter sc connector cuts/tears/coring in seal. If information is provided in the future, a supplemental report will be issued.

Event description:
A pump and a catheter was returned for analysis with no information. The patient was using the pump for the treatment of non-malignant pain and radicular pain syndrome (radiculopathies). No further complication was reported.